Event description:
The pt reported symptoms of tightness in the chest, shortness of breath and difficulty breathing. The pt indicated visiting an ER due to the reported symptoms. The pt reported being prescribed an inhaler and steroids to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2014 and the pt is currently doing fine.

Manufacturer narrative:
The aligners are not being evaluated as the product performed in accordance to specifications and the device was used in accordance with labeled indications. The treating doctor believes that the event could have been serious and was potentially an anaphylactic event exacerbated by the pt's asthma. Based on the treating doctor's opinion, this event is being reported as an adverse event and a MDR is being filed.